Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from less than 30 mg/dl to a value displayed as "high" on the continuous glucose monitor. Reportedly, customer's settings were incorrect. Customer's healthcare provider updated pump settings to address bg levels. No additional information was available regarding the reported issue.